Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted:(B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-jul-27 regarding a patient receiving morphine (dose and concentration unknown) via an implanted pump. The indication for use was spinal pain. It was reported the patient was unhappy about where the pump was implanted. It was noted the patient had their pump from (B)(6) and the whole system was replaced due to infection at the pump and catheter site. The date of onset was unknown, but the patient was back in the hospital on (B)(6) 2019 and the pump was removed on (B)(6) 2019. The patient went to the hospital because they had gotten sick due to the infection. The infection was associated with implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a company representative who reported the patient¿s new pump and catheter were successfully implanted today ((B)(6) 2019). Per the patient, her prior system became infected and was subsequently removed she thought about two weeks after the initial implant which resolved the issue. The patient¿s status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.